Event description:
It was reported that during a da vinci-assisted wedge to completion lobectomy procedure, the customer elected to convert the case to traditional laparoscopic surgery due to a fenestrated bipolar forceps (fbf) instrument not providing adequate coagulation after a sureform 45 stapler instrument failed to clamp and fire. A sureform 45 black reload was installed on the stapler instrument at the time. An intuitive surgical, inc. Isi) technical support engineer (tse) checked the logs of the system and did not observe any related errors. After uninstalling and reinstalling the stapler instrument, the tse advised the customer to replace the stapler instrument and reload. During the event, the patient was already experiencing significant bleeding and required transfusions. Due to the critical situation and inability to use achieve coagulation, the surgeon chose to convert the procedure to traditional laparoscopic surgery in order to prevent further deterioration. The cause of the bleeding is unknown. The procedure was completed via traditional laparoscopic surgery with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-22910 for MDR submission of the event against the sureform 45 stapler instrument used in this procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.